Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the sapien valve was deployed canted causing paravalvular leak. A second valve was implanted to resolve the aortic insufficiency. Per report, the patient was prepared and draped for the transfemoral tavr. A 24fr sheath was inserted and balloon valvuloplasty was performed with a 23 x 4 cm edwards bavc. A retroflex 3 delivery system was inserted through the sheath and into the annulus. An attempt was made to position the valve 50:50, but the angle of the ¿aortic valve complex¿ made coaxial alignment of the valve system difficult. The valve was canted slightly causing it to be high on the right side and low on the left. After deployment, perioperative tee showed a moderate amount of paravalvular leak near the mitral leaflet. The decision was made to prepare a second valve. The second 26 mm valve was prepped and delivered successfully. The positioning was still slightly canted, but overall the valve was positioned lower. Tee showed a trivial amount of paravalvular leak in the same location as the initial moderate jet. The patient was stable throughout the procedure. The post deployment position for the first valve was 60:40 aortic. The native valve/leaflet calcification was severe; there was no aortic root calcification. Coaxial alignment of the delivery system and the valve was described as poor; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to device malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the final valve position was as recommended [50:50 to 60:40], however the valve was canted. It appears a combination of patient factors [severely calcified cardiac anatomy] and procedural factors [poor coaxial alignment of the delivery system and the valve due to the patient¿s cardiac anatomy] contributed to the canted valve position and resulting paravalvular leak. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.